Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Additional PMA# k901449. Medical device brand name:bd vacutainer® sodium fluoride 15mg potassium oxalate 12 mg (fx) blood collection tubes. (B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 123882 with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was described that bd vacutainer® sodium fluoride 15mg potassium oxalate 12 mg (fx) blood collection tubes had issues with hemolysis in tubes.

Manufacturer narrative:
Catalog number updated to 367925.